Event description:
It was reported that the fiber was unable to be used during a photoselective vaporization of the prostate procedure because it would not connect to the console. Another fiber was used for the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. The fiber was returned and analysis identified a distal circumferential fracture at the distal side of the fiber cap/fusion zone at the bevel edge. Additionally, part of the glass cap was detached.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm the reported connection issue. However, analysis of the returned fiber identified the glass cap was detached; therefore, the event is confirmed. In addition, a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge was identified. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture and glass cap detachment. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified circumferential fracture and glass cap detachment. Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.

Manufacturer narrative:
Correction information provided in analysis investigation provided in section h10 below. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm the reported connection issue. Analysis of the returned fiber identified the glass cap was detached. In addition, a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge was identified. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture and glass cap detachment. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified circumferential fracture and glass cap detachment. Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.

Event description:
It was reported that the fiber was unable to be used during a photoselective vaporization of the prostate procedure because it would not connect to the console. Another fiber was used for the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. The fiber was returned and analysis identified a distal circumferential fracture at the distal side of the fiber cap/fusion zone at the bevel edge. Additionally, part of the glass cap was detached.